Event description:
It was also noted that during the lead revision, the device was not sensing, had a high capture threshold of greater than 3.0 v and lead impedance was 1800 ohms.

Event description:
It was reported that the pulse generator was in back-up mode. Due to telemetry corruption further troubleshooting could not be performed. The device was replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was at end-of-life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.